Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an insulin safety syringe. The customer states the protecting lid fell off and exposed the needle. The customer further clarified that the safety device, which you pull back over the needle, detached and fell off of the device. There was no injury as a result of the incident.